Event description:
The pt reported that she is experiencing "withdrawal like symptoms" and the hcp has been experiencing difficulty interrogating the pump. The hcp reported that the pt response to baclofen is "erratic" with no specific pattern. The pt has a "bulge" at the spinal incision per the MFR's rep. She believes that a dye study has been performed since recent catheter revision and that there may be leakage. A f/u report will be sent if add'l info becomes available to us.